Manufacturer narrative:
It was reported that the sample separated. One sample was returned for investigation that will be investigated under (B)(4). One photo was taken by the customer that verifies that the sample separated below the y-site and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and y-site (body) could be related to an incorrect solvent application by the assembler or due to issues with the solvent dispenser and possible gap. A quality alert was created and communicated on march 20th, 2025 to reinforce the correct solvent application and avoid gaps between the components the assure the correct assembly. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite gravity set was damaged. The following information was received by the initial reporter with the following verbatim: we have had another IV tubing failure and have the product for you to evaluate. Please contact me at your earliest convenience.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.